Event description:
It was reported that on 07 july 2024, a 23mm navitor valve was selected for an implant. The dimension of the native valve was diameter of valsalva: noncoronary cusp 24.8 / left coronary cusp: 27.6 / rcc26.7 height of valsalva: 17.9mm, effective orifice area:301.8 (cm2, perimeter of annulus: 62.4mm. Ascending aorta diameter: 29.0×33.9mm. During the first expanding, complete atrioventricular block occurred and the patient had temporary pacing. The valve was recapture due to non-uniform expansion and the depth of the placement. The device was deployed successfully on the second attempt. The deployment depth was noncoronary cusp:3mm, left coronary cusp: 3mm, which was no problem as well. The patient had been with temporary pacing for a while but returned to her own pulse prior to leaving procedure room. The following day, the patient passed through her own pulse on (B)(6) 2024. On (B)(6) 2024, at 6:00 in the early morning on postoperative day 2, complete atrioventricular block occurred, the patient was temporary pacing again and the physician judged to require permeants pacemaker implant. Leadless permeants pacemaker was implanted on (B)(6) 2024. The patient's condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. The surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.